Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 734185r, serial/lot #: -, ubd:-, UDI#:- h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading the patient exam via compact disc (cd), the system displayed an error message of, "unable to interpret header data." Site noted that the system displayed the same message on structured and unstructured digital imaging and communications in medicine (dicom) when loading. Troubleshooting included having side load the cd onto a computer. Site noted there were several imager viewing applications, an autorun file, and a readme in the exam. Site unable to delete these files, as the disc was read only. Site transferred the dicom folder and the dicomdir file onto a fat32 usb. The system recognized the file, but then displayed an error message "no source data found." The site was instructed to alter the universal serial bus (usb) with several file permutations. The existing folder structure went from dicom to pat001 to study01 to 400 dicom files. The stie tried to move the 400 dicom files into the pat001 folder, but the issue persisted. Site tried moving the 400 dicom files to the dicom folder, and the issue persisted. Site noted that reburning a cd was not an option at the time. There was no patient involvement.